Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete

Event description:
It was reported that the patient experienced a backup battery (ebb) fault alarm that lasted for 13 minutes while they were plugged into the mobile power unit (mpu). Log files were sent for review. The log file captured low power hazard alarms & multiple other associated alarm types on 13may2025. This was caused by power to the mpu being briefly interrupted. There was also an ebb fault on 13may2025 due to the ebb failing the load test.

Manufacturer narrative:
Corrected data: section h3: corrected from no information to no. Section d4: serial number was unknown as the patient had 2 mpus. It was unknown which was in use at the time of the event. Expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of (B)(6) 2025 was reviewed. The log file captured low voltage hazard and no external power alarms on (B)(6) 2025 from 13:17:52 to 13:17:56 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power. The alarm resolved once external power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the emergency backup battery (ebb) fault cleared after a system controller self-test. The remainder of the log files were unremarkable. The ebb was exchanged, which fully resolved the ebb fault alarm. It was noted that the patient's mobile power unit (mpu) did have a v-lock connector on the ac power cord. The cord did not come loose from the back of the unit or wall outlet. It was noted that the cause was most likely interruption in power to the house, but this was unclear. The patient had two mpus (sn#(B)(6) and sn#(B)(6)) and it was not known which one was in use at the time of the event. The mpu was not exchanged or removed from service and would not be returned.